Event description:
It was reported that bd micro-fine¿ ultra¿ pen needle was clogged. The following information was provided by the initial reporter: I had a meeting with pharmacy today regarding the complaint on bd pn4 that we received from them. The complaint is based on an oral statement from a customer who went to the pharmacy afterwards to buy other products. Unfortunately, they had not listed the name or other information on the customer, nor had they received any of the relevant pn's or batch numbers for the boxes. The pharmacist informed that the basis for the complaint was deficient and internally they had discussed if the complaint should be sent or not. Some product issues questions appeared during the meeting and I gave them an quick update with product information on bd micro-fine ultra. General email address pharmacy today emailed that a customer told them that bd pn 4 mm are clogged. They did not know batch no.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text: see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro-fine¿ ultra¿ pen needle was clogged. The following information was provided by the initial reporter: I had a meeting with pharmacy today regarding the complaint on bd pn4 that we received from them. The complaint is based on an oral statement from a customer who went to the pharmacy afterwards to buy other products. Unfortunately, they had not listed the name or other information on the customer, nor had they received any of the relevant pn's or batch numbers for the boxes. The pharmacist informed that the basis for the complaint was deficient and internally they had discussed if the complaint should be sent or not. Some product issues questions appeared during the meeting and I gave them an quick update with product information on bd micro-fine ultra. General email address pharmacy today emailed that a customer told them that bd pn 4 mm are clogged. They did not know batch no.